Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to complete the troubleshooting at the time of the call, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.